Event description:
Catheter broke at the nose of the molded junction. The reporter stated that the external exposed catheter was spiraled and grouped together. The dressing was placed only to the catheter.